Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. During the visual inspection of the sample, it was observed that sample presented pinholes in the bottom foil cavity. As consequence, suture degradation was observed. The rest of the sample was as expect. In addition, the expiry date of the product code was expired on 2016-07. The time in storage in a hospital cannot be determined. According to the sample condition, packaging integrity was caused by the pinhole in the bottom foil.

Event description:
It was reported that the suture package was received after shelf life was gone. Based on evaluation, it was observed that the suture package presented pinholes in the bottom foil cavity. There were no patient consequences reported.